Event description:
The e-mail received from the affiliate indicated the following information: this pt experienced a restenosis of a 2.5 x 18mm cypher stent implanted in the distal portion of the 1st obtuse marginal, approximately seven months post index procedure. This was treated with re-ptca. The pt was discharged in stable condition. This pt was admitted to the hospital for cardiac catheterization. The pt was currently taking aspirin, ticlid, and atenolol. The pt was taken electively to the cardiac cath lab, where angiograpy revealed a restenosis of a previously treated angiography revealed a restenosis of a previously treated angioplasty site (no stent) in the obtuse marginal branch (om). This lesion was focal (7m), 86% occluded, ostial, eccentric, moderately calcified, and classified as type b2, a bolus of 10,000 units of heparin was administered via IV. Act's were not reported. There were no difficulties in accessing or wiring the vessel noted. The om lesion was predilated with a 2.5 x 18mm balloon inflated to 16 atms. A 3.0 x 18mm cypher stent was deployed to 12 atms for a maximum of 30 seconds. A second cypher stent, a 2.5 x 18mm, was directly deployed in the distal portion of the om to 12 atms for a maximum of 30 seconds. The stent was deployed with unsatisfactory results. The stent was not post-dilated. Ivus was conducted and residual stenosis was reported to be 34%. The pt was discharged the same pre-procedure medications. Approximately five months later, the pt returned to the hospital due to recurrent angina. Four days after admission the pt was taken to the cath lab. Repeat angiography demonstrated a 94% instent restenosis of the distally implanted (2.5 x 18mm) cypher stent in the om. This was treated with a 2.5 x 18mm balloon inflated to 12 atms for 2 minutes. Residual stenosis after the procedure was 18%. The pt was discharged from the cath lab in stable condition. Note: is not distributed in the us; however, it is similar to us product.